Event description:
Approximately nine months post hvad implantation, the patient reported incidents of her driveline becoming disconnected. A controller exchange was performed with no report of patient injury; however, the same disconnection occurred with the back-up controller. Two days later, heartware field engineers evaluated the driveline and found the connector sleeve stuck in an unlocked position. A driveline connector repair was completed, restoring full function to the connector.

Manufacturer narrative:
The product will not be returned for analysis, as it remains implanted in the patient. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The reported event indicates an issue with the performance of the driveline cable connector. The controller exchange and driveline cleaning/repair procedures were performed without incident and there was no reported patient injury. The controller was returned to heartware for evaluation; however the driveline was not returned as it remains implanted. The devices are related to the reported event. Review of the device history record showed that the pump ((B)(4)) met all the internal requirements prior to its quality assurance release process. A clinical engineer in the field found upon inspection that the pump's driveline connector sleeve was stuck in the unlocked position. The field engineer performed a cleaning and repair procedure on the connector body and locking sleeve to remediate the confirmed malfunction. Review and analysis of the controller log files confirm the reported driveline disconnections which revealed multiple vad stop alarms correlating to the pump stop/start events in addition to an electrical fault alarm indicating the pump was running on one stator. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual examination and functional testing; the controller's power and driveline connectors performed per specification under testing conditions. The hvad driveline disconnects were caused due to the pump's driveline connector sleeve being stuck in an unlocked position. The root cause of this issue cannot be conclusively determined based on the available information; however, an internal investigation (CAPA) concluded that the most likely root cause of the hvad driveline connector sleeve being stuck in the locked or un-locked position was due to a migration of epoxy from the connector threads to the underside of the connector's sleeve. The root cause of the migration of epoxy is improper technique of epoxy application during the assembly process. Interim actions were initiated to contain the issue and prevent further occurrences. A field action was taken to address product in the field. Corrective actions related to the manufacturing process are currently being evaluated under an internal investigation (CAPA).